Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The skin over the implant has opened. According to the surgeon there were no signs of an infection, however the implant housing was visible. The user started with antibiotics on (B)(6) 2024. Furthermore, the surgical wound healed completely after implantation. Resection of the edges of the skin defect was performed on (B)(6) 2024.

Manufacturer narrative:
Additonal information: according to the information received from the field the implant housing extruded through the skin without signs of infection. A revision surgery was performed. The device remains implanted and in use.

Event description:
It was reported that the user's skin over the implant housing has opened beginning on (B)(6) 2024. According to the surgeon there were no signs of an infection, however the implant housing was visible. The user started with antibiotic treatment on (B)(6) 2024. A revision surgery was performed on (B)(6) 2024.